Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. The cause of the event was due to a hardware issue.

Event description:
We received an allegation of questionable sodium electrode, potassium electrode, and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) results for 2 patients' samples tested on a cobas pro ise analytical unit. Patient 1: sample 1: sodium: initial result: 117.8 mmol/l. Repeat result: 135 mmol/l. Potassium: initial result: 3.64 mmol/l. Repeat result: 4.5 mmol/l. Chloride: initial result: 83.3 mmol/l. Repeat result: 97 mmol/l. Patient 2: sodium: initial result: 120 mmol/l. Repeat result: 134 mmol/l. Potassium: initial result: 3.7 mmol/l. Repeat result: 4.2 mmol/l. Chloride: initial result: 83 mmol/l. Repeat result: 94 mmol/l. The emergency room questioned the initial results as they did not match the patients' clinical picture, and requested that the samples for patient 1 and patient 2 be repeated, and new samples be drawn and tested. Patient 1: sample 2 (new sample): sodium result: 135.3 mmol/l. Potassium result: 3.70 mmol/l. Chloride result: 98.2 mmol/l. The original samples for patient 1 and patient 2 were repeated on a different analyzer. The repeat results were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number was dqs with an expiration date of 23-mar-2026. The potassium electrode lot number was ebw with an expiration date of 16-may-2026. The ise indirect na-k-cl for gen.2 (chloride) electrode lot number was fby with an expiration date of 14-jul-2026. Upon visual check, the customer noted some fuzzy artifacts floating in the sample when it was pulled from the refrigerator. The customer also identified a deionized water system issue. The field service engineer cleaned the mixing vessel, the vacuum, and the sipper nozzle. He replaced the reference electrode. He then performed precision studies, calibration, qc, and ise checks, and they were within specifications. Patient samples were also tested, and the results were within expectations. The investigation is ongoing.